Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress. The event can be prevented by following the instructions for use (IFU) section: ¿reprocessing¿ written in the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. Additional findings were as follows: the bending section cover had no second leak found, torn bending section cover (advanced diagnostics removed), the bending section cover crack/lifted glue, the bending section cover had 8 broken wires and the light guide prong has missing red paint. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the oes cystonephrofiberscope did not have a cap on it for sterilization during reprocessing. There was no patient involvement reported.